Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, product assessment center (pac) technician reported that the device's child mode button, shock button, language buttons are inoperative. Additionally, it was reported by product assessment center (pac) technician that the device does not detect patient through defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and the technician observed that the device's child mode button, shock button, language buttons are inoperative and that the device does not detect patient through defibrillation electrodes. The customer received a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the device at the product assessment center (pac). The device was disassembled and inspected and it was found that corrosion and white residue were present on internal plated contact surfaces and returned batteries. The findings support environmental exposure as the most probable cause of failure. The customer's device was archived by stryker.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, product assessment center (pac) technician reported that the device's child mode button, shock button, language buttons are inoperative. Additionally, it was reported by product assessment center (pac) technician that the device does not detect patient through defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.